Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and infection at abutment site. Subsequently, the patient was treated with oral antibiotics and was administered injections of steroids and anesthesia (date and duration not reported). The implanted device remains.